Event description:
Boston scientific received info that this right ventricular (rv) lead exhibited loss of capture at maximal outputs and no sensing. A revision procedure was therefore performed. During the procedure, it was noted that the helix was not retractable when the physician tried to retract numerous times in an attempt to reposition the lead. Thus, the lead was explanted and replaced. No adverse pt effects were reported. The lead was later returned for analysis.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent destructive analysis indicated that these damages were caused by overrotation of the inner coil while retracting the fixating mechanism. Furthermore, cuttings in the insulation and a slight bend of the distal end of the lead were found. The damages occurred most likely during the implantation procedure. No other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, the inner coil of this lead was found to be deformed. This damage affected the active fixation mechanism. No sign of a material or manufacturing problem was present.